Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently the site was drained (date not reported) and the patient was prescribed a 7-10 day course of intravenous antibiotics as well as oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.